Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a dissection near the bifurcation of the femoral artery was reported and was repaired surgically. Per the physician, when the delivery catheter system (dcs) was inserted, the tear occurred due the puncture site being too low. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.